Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured worsening ventricular tachycardia and worsening hypotension with a "possible" relationship to the impella device. The device was repositioned and the vt resolved, however, the patient became hypotensive 3 days later and required norepinphrine and vasopressin as intervention. Approximately 13 days later, due to worsening condition, the patient and family decided to withdraw care and the patient expired. We are unable to rule out a relationship between these allegations and the patient's outcome.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections h1 and h6.

Manufacturer narrative:
The investigation into the vf/vt/af/at issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined. Potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ to conform with updated procedures, sections d6 & h10 have been revised with updated information.